Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that before placing the tracheostomy, during the cuff test, the cuff did not inflate. This incident had no clinical consequences for the 56-year-old patient. The user used a larger diameter tube.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One used decontaminated sample was received in a plastic bag without its original packaging. Under visual inspection the sample appeared to be in good condition. Upon functional testing, it was found that it was not possible to inflate the cuff due to a leak. The source of leak was identified to be a tear in the cuff. The complaint was confirmed, and the device history report (DHR) review showed that several updates have been made to production since that lot which would reduce the occurrence.